Event description:
It was reported that the pump's battery was not charging despite several attempts, including using a different wall adapter and charging cable. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact on the blood glucose level. To resolve the issue, technical support arranged for the pump to be replaced and instructed the customer to put the pump into storage mode and return it using a prepaid label. The customer will continue to use their current pump until the replacement is received.